Event description:
The patient reported that he received a cs064 alarm and after changing the cartridge and tubing, the load step did not stop and dispensed fluid.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/27/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. During testing, the load step detected the cartridge correctly with no load step malfunctions occuring. Correction # 2531779-03/24/2010-003-r.